Event description:
Subsequent information received states that the distal part of the guide wire was successfully removed on (B)(6) 2013 from the anatomy using a snare device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force, failure to follow steps. The device was returned for analysis. The separation was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque balance middleweight elite guide wire instructions for use (IFU) states: do not jail this device between the stent and the vessel wall. It may become impossible to withdraw this device. If strong force is applied to this device, it may result in damage or separation of this device. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, eccentric, 90% stenosed, de novo mid right coronary artery (rca), a non-abbott guide wire was used to cross the lesion and predilatation completed with a non-abbott balloon catheter. A 3.5 x 20 mm non-abbott stent delivery system (sds) was advanced with a balance middleweight (bmw) elite guide wire used as a buddy wire to the lesion and the stent was deployed at 11 atmosphere (atm); the bmw elite met heavy resistance when it was attempted to be removed. The guide wire could be retracted a little but then became stuck with the implanted stent. Force was used and the guide wire separated at the distal end of the hypotube while in the guiding catheter. A balloon catheter was attempted to be used to retrieve the separated fragment without success. Additional attempts to retrieve the fragment using a snare device and a guide wire were unsuccessful. The guide wire fragment of about 40 cm long remains in the anatomy. Additional intervention is being considered by the physician; the subject remains hospitalized. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.